Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced a low blood glucose (bg) of 53 mg/dl following stabilization from a previous hypoglycemia event (reported under 3019004087-2025-05423). The user attributed the second low to residual insulin on board from prior correction dosing. The user treated with another bottle of apple juice (28 grams of carbohydrates), and bg subsequently returned to range. The agent reviewed dosing data and explained that during the 1¿2 week learning phase, the ilet algorithm may temporarily over-deliver correction insulin while adapting to individual insulin sensitivity. The user understood and required no medical intervention or outside assistance.